Event description:
This is the same event and the same pt reported under MDR ID # 2939859-2000-00005 (collagen corp #1026377). This second MDR is being submitted for the second suspect product, also a device manufactured by collagen corp. This separate distinct number is provided per FDA's request for traceability purposes. Physician reported a pt who was skin tested with a collagen test implant in 1999 with negative results. Pt was then treated in 1999 with a formulation of the product in the glabella and a second formulation in the nasolabial folds. The pt developed red lines where the collagen was placed in the nasolabial folds as well as a lump at the lower left nasolabial fold. There was generalized erythema in the glabellar area. A re-skin test was done. Pt was started on oral antihistamines and steroid cream. According to the physician, "product broke down quickly as of 9 nov 99." The test sites developed no symptoms. The physician considered the local symptoms to be product related. No systemic symptoms were reported.